Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.5/3.5/179 (sphere/cylinder/axis), implantable collamer lens was implanted vertically into the patient's right eye (od) on (B)(6) 2024. Lens exchanged did not resolve problem. Additional information has been requested but none has been forthcoming. See MFR # (B)(4) for claim of the initial lens.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lo claim#(B)(4).